Event description:
Cartridge tubing on tandem mobi snapped in half. This happened on multiple cartridges when in use and when brand new trying to fill. It's an insane risk of my son not getting insulin and a huge waste of money on supplies that don't function properly.